Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia) / my periods were so heavy I would bleed through super plus tampons and over night super pad together. It was like niagra falls gushing / heavy bleeding') and polypectomy ('polypectomy') in a 44-year-old female patient who had essure (ess205) (batch no. 509787(left),509813(right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high in 1999. Concurrent conditions included gallbladder disease since 2013, depression and pneumonia. Concomitant products included lisinopril since (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy since I was a kid, I have had a nickel cheap metal allergy it was discover when I would wear cheap earings or rings"), urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea/ frequently sick to my stomach, could only keep coffee down"). On (B)(6) 2013, the patient underwent polypectomy (seriousness criterion medically significant), 6 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain ("abdominal pain"), perineal pain ("other injury(ies) or complication please describe: perineal pain"), alopecia ("thinning hair"), metrorrhagia ("breakthrough bleeding") and abdominal distension ("bloating"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and perineal pain had resolved and the menorrhagia, polypectomy, rash, fatigue, vaginal haemorrhage, allergy to metals, urinary incontinence, dysmenorrhoea, dyspareunia, alopecia, metrorrhagia, abdominal distension and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, perineal pain, polypectomy, rash, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: "essure coils are unchanged in position since 2008. Ultrasound scan - on (B)(6) 2015: essure devices not identified. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. New events "abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: nickel / nickel allergy, bladder or urinary problems or changes urinary incontinence, nausea, dysmenorrhea (cramping), surgery (other) type of surgery: polypectomy, dyspareunia (painful sexual intercourse), other injury(ies) or complication please describe: perineal pain, thinning hair, breakthrough bleeding, bloating." Outcome of previously reported events "pelvic pain, abdomen pain and perineal pain" was reported as "recovered/resolved." Lot number, medical history and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia) / my periods were so heavy I would bleed through super plus tampons and over night super pad together. It was like niagara falls gushing / heavy bleeding') and polypectomy ('polypectomy') in a 44-year-old female patient who had essure (ess205) (batch no. 509787(l)-not valid,509813(r)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high in 1999. Concurrent conditions included gallbladder disease since 2013, depression and pneumonia. Concomitant products included lisinopril since (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy since I was a kid, I have had a nickel cheap metal allergy it was discover when I would wear cheap earring or rings"), urinary incontinence ("bladder or urinary problems or changes urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea/ frequently sick to my stomach, could only keep coffee down"). On (B)(6) 2013, the patient underwent polypectomy (seriousness criterion medically significant), 6 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal pain ("abdominal pain"), perineal pain ("other injury(ies) or complication please describe: perineal pain"), alopecia ("thinning hair"), metrorrhagia ("breakthrough bleeding") and abdominal distension ("bloating"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and perineal pain had resolved and the menorrhagia, polypectomy, rash, fatigue, vaginal haemorrhage, allergy to metals, urinary incontinence, dysmenorrhoea, dyspareunia, alopecia, metrorrhagia, abdominal distension and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, nausea, pelvic pain, perineal pain, polypectomy, rash, urinary incontinence and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: "essure coils are unchanged in position since 2008. Ultrasound scan - on (B)(6) 2015: essure devices. Not identified. Lot number 509787 is not valid. Lot number: 509813 manufacture date: 2006-04 expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), fatigue ("fatigue"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, fatigue, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and rash to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.